Event description:
There was no patient involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
The pad device was installed on (B)(6) 2010 and operated successfully until (B)(6) 2011. On (B)(6) 2012, the device failed a weekly self test for a low battery. Between (B)(6) 2011 and (B)(6) 2012, there are multiple manual events of mainly 10 minutes duration which would indicate the device was switching itself on automatically. A new pad-pak was inserted on (B)(6) 2012 but manual events resumed and continued until (B)(6) 2012. The problem with the device was attributed to a fault in the membrane. The pad pak, which contains electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.